Event description:
It was reported that a surgical intervention was performed due to unstable knee. The tibial insert was exchanged to thicker insert.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the provided images dated (B)(6) 2017 reveal a healed right tka. The patella appears medialized and the femoral component is slightly rotated posteriorly. The document review revealed no manufacturing abnormalities or other complaints for this lot number. All documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. No further clinically relevant information was provided for inclusion in a medical investigation. Insufficient clinically relevant documentation was provided to perform a thorough medical assessment. The provided images do not indicate a reason for the instability. The root cause of the reported ¿unstable knee¿ cannot be confirmed based on the limited information provided. The patient impact beyond the revision itself cannot be determined. No further medical assessment is warranted at this time. Without the explant or the requested clinical information, the root cause of the pain cannot be determined. The future impact to the patient beyond the post knee revision cannot be determined. No further clinical/medical. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.